Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that a surgeon stated the stem was larger than it stated on the implant and box and would not seat.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was unable to be verified. An m/l taper stem was returned for evaluation. As returned, bio debris is seen in the plasma spray. The device exhibits damage in the inserter pocket. The stem is confirmed that is was manufactured to size specifications. DHR shows all devices in the specific lot were inspected / measured on cmm during manufacturing. All devices were found to be conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a initial procedure for an unknown reason. The operating surgeon was not able to seat the implant and felt the dimensions did not match the size stated on the labeling. Surgeon then removed stem from the patient and kept broaching and preparing the femoral canal. We then opened a new stem the same size and it was seated to proper depth.